Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropl es result on a single pt sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was reported. There was no report of pt harm as a result of this event. (B) (4)

Manufacturer narrative:
Investigation into this event determined that the vitros eciq was operating as intended. The investigation determined that the customer does not process samples per the sample collection tube MFR's recommendations. The vitros tropl es instructions for use, "specimen collection and preparation", section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." Expected results were obtained following re-centrifugation of the pt sample. The most likely root cause of this event is user error in pre-analytical sample processing.